Event description:
It was reported that the ilet system and paired cgm displayed low glucose readings while a concurrent hospital fingerstick measured 114 mg/dl, after the user underwent an x-ray with the cgm sensor and transmitter attached; the transmitter was suspected to be damaged by x-ray exposure, and the user was instructed to disconnect from the ilet until a new cgm sensor and transmitter were established to verify proper ilet function. Symptoms included no reported hypoglycemia and no physiological effects. Outcomes included no change in blood glucose management and no medical intervention related to glycemia. Investigation included technical support troubleshooting and user education. Investigation of this case revealed a suspected cgm transmitter malfunction likely due to imaging exposure, with potential but unconfirmed impact to the ilet¿s sensor data input. It was concluded that the event was due to cgm signal inaccuracy from suspected transmitter damage, with no adverse clinical outcome. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.